Event description:
It was reported that seven days post bilateral cataract surgery and implantation of the preloaded monofocal intraocular lens (iol), the patient sought out medical assessment for pain the left eye (os). Upon medical examination, a long, slender, clear length of polymethylmethacrylate (pmma) was observed emerging from behind the medial edge of the pupil and extending anticlockwise, ending at the temporal phaco incision. The patient was booked in for an anterior chamber (ac) wash out and removal of unknown fragment. On extraction, the surgeon noted the following: a long, thin strand was removed from the anterior chamber. It has the length and diameter of an eyebrow hair but does not have the same compliance. It appears to be a strand of plastic or a hair. Through follow up we learned that the customer also used healon pro during this procedure. The ac washout/extraction date was (B)(6) 2024. The iol remains implanted and is well situated. No further information was provided. This report pertains to the iol. A separate report is being submitted for the healon pro viscoelastic .

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: 26-aug-2024. Section h3 device evaluated by manufacturer? Yes. Device evaluation: a specimen jar with a fiber inside was received. Further evaluation revealed that the material is a protein-based fiber consistent with human hair. The fourier transform infrared (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any matching results with at least a 0.90000 correlation. The top hit was ¿n/a 1pc aluminum plate¿ with a 0.310515 correlation. The complaint issue "foreign material loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.